Manufacturer narrative:
A correlation between the device and the reported anemia, hemorrhagic stroke, and subsequent neurological issues could not be conclusively determined. Bleeding, stroke, and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. No further information was provided. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted on (B)(6) 2016 for near syncope, lightheadedness, and dizziness. The patient was off medication for 3 days and was found to have a sub-therapeutic inr and anemia. The patient was administered a heparin drip. On (B)(6) 2016 the patient had an elevated white blood cell count. On (B)(6) 2016 the patient suffered a hemorrhagic stroke with symptoms of expressive aphasia. The patient was treated with a ventricular drain and sedation. The patient reportedly remains in the ICU and is experiencing worsening right-sided weakness. No further information was provided.